Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of drowsiness and thirst. The reporter stated that the patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter noted that the patient was not priming the pump correctly after changing the infusion site. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of not properly priming the pump after changing sites.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/21/2017 with the following findings: a review of the black box showed the data from the date of the complaint was not available. The prime history showed evidence of low prime volumes. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of prime issues were duplicated. The pump detected the correct force. The total daily doses added up correctly, and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range, and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.